Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 (air in set) on the homechoice (hc) during dwell 1 of 4. Technical service representative (tsr) explained alarm and had home patient (hp) cycle power 2 times to clear. Hp stated that the supply line clamp was open. Tsr explained how the air got into the lines and that hp should always make sure any unused line clamps are closed. Tsr then explained hp would need to start over with new supplies. Tsr also advised hp to call registered nurse (rn) in the next 24 hours and let her know what happened. Hp understood explanations, cleared alarm, will start over with new supplies, and will call rn. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Product surveillance followed up with the patient's (B)(6) clinic and spoke with a nurse who reported there was no notation regarding this system 2240 alarm in the patient's chart, but the patient did visit the clinic on (B)(6) 2010 where it stated that the patient was well at that time. No medical intervention was indicated in the chart. The nurse stated that the patient has continued pd therapy on the homechoice to date. No further information was available. No allegations were made against any of the patient's dialysis products. The lot number was unknown; therefore, a batch review was not performed. The labeling for the product was reviewed and there are adequate instructions about closing the clamps on unused fluid lines. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause for this issue is currently being investigated through CAPA number (B)(4).